Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h4 b5, d4, and h4: additional event and updated product information provided. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a soft tissue fixation procedure, the implant fractured while being inserted with normal force. The correct surgical technique was used, and the procedure was completed with an alternate device. No other complications or patient impacts were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a soft tissue fixation procedure, the implant fractured while being inserted with normal force. All of the pieces of the broken suture and anchor were removed from the patient. The correct surgical technique was used, and the procedure was completed with an alternate device. No other complications or patient impacts were reported due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in germany. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a soft tissue fixation procedure, the implant fractured while being inserted with normal force. The surgical technique specified for this device was followed. No other complications were reported due to this malfunction. Attempts have been made, and no further information has been provided.